Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the introducer needle fractured while in the body. The customer¿s blood glucose level was 103 mg/dl at the time of incident. The customer also stated that needle was hard to remove. Troubleshooting was performed. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and found needle separated from sensor base. Inspected insertion needle for burrs/hooks and dull needle tip defects and none were found. Introducer needle passed per specifications. No broken or missing parts were observed during analysis. (B)(4).